Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event occurred during infusion of a heparin saline using a philips monitor for bp monitoring. The set was in use approximately for an hour. The reporter stated pressure line broken from the withdraw port. The device was replaced and no further problems encountered. There was patient involvement, however, no adverse event and no delay in critical therapy. The current status of the patient was returned to baseline condition.

Manufacturer narrative:
H10 - d10 - the device was received on april 26, 2019 for investigation. Received one (1) used partial set, list # 01c-42640-06, transpac® IV monitoring kit with safeset¿ reservoir and blood sampling port, 152 cm (60") tubing, disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount); lot # 3836025 (the 60" admin set w/macro, male luer-->squeeze flush device, 3ml-->transpac IV-->stopcock and 10" arterial pressure tubing, m/f aren't returned). The reported complaint of pressure line breaking was confirmed. The received monitoring kit was returned with the arterial tubing separated from the safeset sampling port. Insufficient solvent was present on the end of the tubing and in the tubing pocket of the safeset sampling port. The probable cause of the insufficient solvent is a manual manufacturing process error. The lot # 3836025 was reviewed and there were no relevant non-conformances found.